Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the pump and that the battery cap would not attach properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was found to be cracked. The pump also failed a leak test due to a leak found around the display lens. Moisture was found on the battery cap and inside the battery compartment but not inside the pump. Unrelated to the moisture ingress issue, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.